Event description:
It was reported that, "per surgeon, pt had an infection and required explant of stryker triathlon primary knee replacement. Surgeon also commented that primary knee did not appear grossly loose in any regard. An antibiotic spacer was put into pt temporarily. Surgeon will then do a revision after (B)(6) 2010. Pt presented with knee pain. A poly swap/debridement occurred, but did not resolve.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.